Event description:
A report was received regarding a matrixrib intramedullary splint implant. The splint was implanted in a patient with severe physical trauma including bilateral rib fractures. Postoperatively, the patient reported chronic pain and discomfort in the area of the splint implant. A CT scan showed migration of the implant. The patient underwent surgery to remove the splint implant and screw. Reportedly, the rib was healed with proper anatomic structure, no infection was detected and no additional hardware added to replace the explanted hardware. The patient reported that the pain subsided immediately following the splint removal surgery. This is report number 2 of 2 for the same event.

Manufacturer narrative:
The device is used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.